Event description:
It is reported that the pt received an acetabular cup and had to be revised.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. Zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
This case was reopened on march 03, 2016 to enter additional information which had been received on february 24, 2016. Since this case is related to the issues for which zimmer implemented a notification in july 2008 zimmer (B)(4) will close this case once again. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 52/46 l on the right side on (B)(6) 2008. The patient was revised on (B)(6) 2015 due to pain and loosening.